Event description:
Additional information was received that programming configuration changes rv lead coil to device were performed to resolve issue. There were no adverse patient effects reported.

Event description:
Boston scientific received information that out of range shock impedance measurements greater than 125 ohms were being observed one week post implant. A chest x-ray was performed and confirmed that there were no lead to device connection issues found. In addition patient isometrics showed noise on the shock channel displaying measurements greater than 125 ohms were also observed. A non-invasive programmed stimulation (nips) procedure was performed. There were no adverse patient effects. A request for additional information with outcome was sent.

Manufacturer narrative:
The lead remains implanted. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.